Event description:
The customer reports difficulty trying to pass the catheter through the guide. The catheter had an irregularity at the distal end. The device was replaced.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the distal end of a cvc catheter. The catheter tip appeared to be crushed but it cannot be determined without the sample to evaluate. A probable cause of the defective catheter tip could not be determined without the sample to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The report of a defective catheter tip was confirmed through examination of the customer supplied photo. The image showed that the catheter tip appeared crushed; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the defective catheter tip could not be determined based upon the information provided and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports difficulty trying to pass the catheter through the guide. The catheter had an irregularity at the distal end. The device was replaced.